Manufacturer narrative:
D.3. Product manufacturing site updated due to further review of suspect product g.9. Manufacturer report number corrected and reported under MDR# (B)(4) for mfg 2523835-2026-00389. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that an ophthalmic cannula became blocked before surgery. The procedure details and patient impact have not been provided. Additional information was requested but has not been received to date.